Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is having high blood glucose issues, has parkinson's and does not think he put the cannula in far enough to get the insulin and the insulin pump has not alarmed no delivery. Blood glucose value was 495 mg/dl at the time of the incident. Troubleshooting was performed and the customer was assisted with how to deliver a manual injection. Nothing will be replaced or returned.

Manufacturer narrative:
(B)(4). Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.